Event description:
This case refers to pt #(B)(6): based on information received from the paper "endocarditis on a perceval s sutureless prosthesis. A new valve with a new form of clinical presentation" by m.v. Groba-marco. The patient was suffering from prosthetic valvular endocarditis (pve). A perceval pvs 23mm was implanted. After 9 months of implantation an echo showed the patient had signs of abscess. The patient has not had any surgical intervention.